Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: it was reported that when solution was drawn up into the syringe, it had a couple black particles floating around inside. To aid in the investigation, one sample was received for evaluation by our quality team. The sample is a 20ml luer lock syringe that came in a cardboard container and is connected to a needle assembly that has the plastic shield. The needle assembly is not a bd product. A visual inspection was performed with a 10x magnifier lens. The sample has 4ml of a drug and it was possible to observe a black particle in the fluid path. Since the sample is contaminated no further analysis could be completed. As the lot provided is 'unknown,' a device history record review could not be completed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed, but without further analysis a probable root cause could not be offered. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 20ml ll s/c 48 had foreign matter. The following information was provided by the initial reporter: it was reported that when solution was drawn up into the syringe, it had a couple black particles floating around inside. Per complaint details received: while making daptomycin in a syringe for an outpatient ambulatory patient, it was noticed that before drawing out the daptomycin reconstituted solution, it looked absolutely normal in the vial. Once drawn up into the syringe, it had a couple black particles floating around inside. It is believed that the black particle is residue from either the needle or syringe when they get autoclaved from the manufacturer before being packaged. The particle has a different texture to it where it is believed it is not a piece of the cork from the vial.